Event description:
This (B)(6) male with end stage ischemic cardiomyopathy underwent placement of a left ventricular assist device (lvad) on (B)(6) 2010. Approximately 2 1/2 weeks later, he suffered a neurologic event and developed ischemic changes in his lower extremities. A brain CT scan revealed multiple shower type emboli. The cardiac surgeon (in conjunction with manufacturer) noted the lvad was not working/had a mechanical failure. The patient was returned to the operating room on (B)(6) 2010 for exchange of the lvad.